Manufacturer narrative:
Occupation: non-healthcare professional. Investigation evaluation: a video was included with the report. The video depicts the wire guide with coating damage distal to the 1 cm band marking. Our laboratory evaluation of the product said to be involved confirmed the report. The tip of the device was bent at approximately 6.5 cm from the distal end. Approximately 5.8 cm to 5.9 cm from the distal end is a section of bare core wire. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. Prior to distribution, all acrobat® 2 calibrated tip wire guides are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook acrobat® 2 calibrated tip wire guide. The user reports, at the time of being [beginning] in the procedure and making the movements with the wire guide, the user observed on the wire guide that the cover of the tip is down [coating damage at tip]. It was approximately at 6 cm of the tip of the guide. So they rejected the guide wire for another new one. No complications in the patient. No part of the device is inside the patient. They used another manufacturer's wire guide. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.